Event description:
The rptr indicated that early battery depletion was suspected by the medical engineer at the hosp when the intensified follow-up indicator (ifi) was observed approx 4.8 years after implant. The ventricular amplitude had been changed to 2.5v, 0.4ms: all other parameters had not been changed from nominal values since implant.

Manufacturer narrative:
An attempt was made to obtain the patient's weight and date of birth. The patient's weight is not recorded, therefore, remains unk.